Manufacturer narrative:
Root cause: the main cause of the event was the fact that the machining of the 2080-01 screw left a step in the hold because of mis-matched hole centers. Additionally, the k-wire od was over specification. Thus further exacerbating the problem. Corrective action: as a corrective action, all wire inventory was reworked in order to allow wires to slide freely within the implant's inner diameter. Additionally, the dimensional requirements for the wire's distal outer diameter were explicitly stated. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
K-wire was stuck in the lumen of a bone-lok implant during use.